Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device repeatedly tested positive for bacteria as follows. On (B)(6): the subject device tested (B)(6) for (B)(6) (4cfu/100ml). On (B)(6): the subject device tested (B)(6) for (B)(6) (>80cfu/100ml). On (B)(6): the air/water channel of the subject device tested (B)(6) for (B)(6) (>71cfu/100ml). The instrument channel of the subject device tested (B)(6) for (B)(6) (>86cfu/100ml). The suction channel of the subject device tested (B)(6) for (B)(6) (>95cfu/100ml). The customer reported that the subject device was reprocessed according to the instruction for use. The user facility has reportedly reprocessed an endoscope by either manual reprocessing with peracetic acid or non-olympus automated endoscope reprocessor wassenburg with peracetic acid. However, it is unknown which reprocessing method was performed for the subject device before respective microbiological testing. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".